Event description:
A surgeon reported that a memory lens was implanted in patient's left eye in 1999. The device was diagnosed as opacified in 2003, with visual acuity reported as 20/40. The device was explanted and replaced in the following month with excellent prognosis. No further information is available at this time.